Event description:
It is alleged the unit was going up an incline, started to slow, then rolled backward. User tipped to side and fell off hitting head. It is further alleged user received 6 stitches and a possible hairline fracture of the jaw. Unit has been returned for testing. Testing indicates the unit is in proper working order.